Event description:
Pt had undergone right total hip replacement in 2004. Developed pain in hip. Returned to or, retroversion of acetabular component found, ceramic liner loose. Liner removed and replaced.